Event description:
It was reported that the customer experienced high blood glucose levels (339 mg/dl) and multiple occlusion alarms. The customer also reported that their cannula came out while they were asleep and went into diabetic ketoacidosis due to lack on insulin.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.